Event description:
Related manufacturer report # 2916596-2020-01610, 2916596-2020-02220.

Manufacturer narrative:
Section b1, b2, b5, d11: corrected information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an urgent pump exchange due to thrombi on (B)(6) 2020. A log file analysis was performed and found a log file time step range from 21:20 to 03:17. The file was filled with clock not set, emergency backup battery not installed, low flow & low speed advisories. The patient was intubated and implanted with an rvad(right ventricular assist device) and is on ECMO (extracorporeal membrane oxygenation).

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #: (B)(6)) is being evaluated for the reported event of a pump exchange. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 hours ((B)(6) 2000 per time stamp). The clock was not set throughout the entire log file and the default date of (B)(6) 2000 is in the log file. Due to the clock not being set, the exact time and date of the events in the log file could not be determined. The clock was not set during the implant of the pump. The fixed speed was set lower than the lsl activating low speed advisory alarms. Throughout the log file, low flow alarms were intermittently active between 00:21:30 ¿ 03:17:48. The backup battery was uninstalled between 00:21:30 ¿ 01:54:16. Additional provided information indicated that there were no known issues with the system controller and the reported pump exchange could not be correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on this event.